Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance for complete pump reset, successfully performed reset with support, and cgm error did not return, after which customer successfully started sensor session.